Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer¿s blood glucose level was 186 mg/dl, customer stated he had been using a back up plan for about two weeks and physician took him off the pump. Customer states he is feeling weak. Customer declined to troubleshoot as not feeling well. The customer was advised insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked reservoir tube lip, belt clip slot and minor scratched display window.